Manufacturer narrative:
(B)(4). [Ca03]. S/w version: 5.2a. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the reservoir tube area found on (B)(6) 2021 ¿ the pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: keypad overlay peeling, cracked retainer, retainer knit line damage cosmetic damage was confirmed at the retainer knit line damage and cracked retainer.

Event description:
Information received by medtronic indicated that the insulin pump reservoir compartment was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.